Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was attempted to be implanted with an impella cp device for mechanical circulatory support. During attempt, delivery issues were encountered. Due to pre-existing abdominal aortic aneurysm (aaa) and large pannus, the superficial stick to gain access to the common femoral artery (cfa) was unusually long so it was hard to gain proper support for intervention. Many attempts were made for several hours using many guide catheters. However, due to unsuccessful attempts the decision was made to explant the pump. The patient was stable post procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.